Event description:
No additional information reported by customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8, e4, h8. The device was returned to olympus for inspection and the reported failure of image malfunction, endoscope communication error was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: because electrical contact of video connector is shaved, a noisy image occurred. Based on the results of the investigation, a root cause could not be identified. The scope communication error could be attributed to the user's misidentification, as it could not be reproduced during testing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1/facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic laparoscopic surgery, an unknown scope communication error occurred on the flex deflectable videoscope while the patient was under sedation and the device was in use. The procedure was continued using an olympus back up device. There were no reports of patient harm.